Manufacturer narrative:
The formatted history file analysis has confirmed pump error 53 and pump error 4 due to software error however; the insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm mot arm can't communicate with the main arm during normal use. Customer's blood glucose at time of incident was 330 mg/dl. The customer stated that alarm occurred second time. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.